Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and compromised force sensor system alarm. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that the drive support cap was sticking out. Customer stated that they were not wearing the insulin pump during priming. The insulin pump will be replaced, and customer agreed to return the product for analysis.